Event description:
The replacement program for the breast cancer of augmentation was not sent to my address or email because someone arbitrarily stole my personal information and stole my personal identification and banking info to attain for themselves! This includes the surgeon notes and the brand of identification of the "devices" that are recalled by the FDA. Ref report: mw5176335.